Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture, contraction of right breast implant capsule, simple cyst, few high density right axillary lymphadenopathies, and suspected silicone lymphadenopathies. Device remains implanted.